Event description:
Information was received from a patient regarding an implanted infusion pump. The pump was used to deliver unknown morphine. Dose and concentration information was not reported. It was reported that the patient had a pump replacement on 2024-01-15 for normally battery depletion. It was noted that the surgery only last 45 minutes to an hour. The patient was going to have magnetic resonance imaging (MRI) on 2024-01-22 because, once the patient came out of surgery, his "right leg, mainly my foot, became totally numb". Every now and then, the patient got "pins and needles in it". The patient also had a problem with his finger tip and his hand being very weak. Per the patient, "what ended me up in the hospital" was that, on the monday after surgery, the patient "got home fine", walked up his 4 steps and went to bed, sat down and was up until 2am. The patient laid down on the right side where his pump was, which didn't bother him, but the next day "probably at 2:30pm", his wife tried to wake him up and he was lethargic. The patient's wife finally woke him up and got his eyes open. It was noted that the patient also had cerebral palsy. Then the patient thought, "why can't I sit up and why am I so lifeless?" The patient's wife said that maybe the doctor put more inhis pump than the patient realized. The patient thought that he put in the "same stuff that was in there a couple days before surgery". The patient was in the hospital with very high blood pressure and "they were doing the thing where they did a test to find out if you have an infection - they let it sit a couple days". They also did a test on his white blood cells, which was "very high". Per the patient, "then when you read up on that could be an infection - inflammation or all those things". It had been a week and the doctors were "all stumped of why I would go in". Per the patient, they didn't have a problem "the first time and things are wrong so they have to go through protocol". The patient asked them about his shoulder which was hurting. The patient normally had shoulder pain and had been getting cortisone since may. The patient was told by an orthopedic associate that "anything that's in your shoulder or goes into your arm could come from nerves from your neck". Per the patient, "now the part that's stumping us, why would your right foot be totally numb like your foot slept wrong". The patient called for a neurology consult due to the orthopedic consult saying that "anything in the foot or leg that nerve would run down the spine". So, the patient was getting an MRI sometime on 2024-01-22. MRI guidelines were requested. The patient was redirected to their healthcare provider (hcp). It was noted that "the pharmacy" had a programmer to connect to the pump, knew how to use it and had used it before. The patient agreed to work with their hcps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the non-critical alarm was determined to be the low reservoir alarm due to extended hospital stay. The steps taken to resolve was a refill in office. The non-critical alarm was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer stating that the pump has been beeping ever since the surgery and they noticed it will beep every hour on the hour (noncritical alarm). An agent reviewed noncritical alarm considerations and redirected to healthcare provider to further address the issue. The patient mentioned a couple years ago their pump would alarm before refill appointments because it had gotten too low but described the critical alarm. The patient has an appointment with their healthcare provider (hcp) on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received a consumer (con) stated that the patient stated that he was at the hospital and had to have magnetic resonance imaging MRI and needed the guidelines. The agent reviewed. The patient stated that after implant of the pump the next day his foot was paralyzed, and 95 percent numbed, and the MRI was to check to see if the "drop foot" was due to the pump or not. Troubleshooting was not required. While on the call, the patient mentioned the physician will be removing the morphine at some point and trying a different medication.